Event description:
It was reported that a user recently started using the ilet and accidentally announced a ¿usual¿ meal instead of ¿more than usual¿ for lunch, after which the user observed hyperglycemia with a blood glucose of 281 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem due to an incorrect meal size announced, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions leading to an unintended use error.